Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, one of the battery cells was found to be defective. The cause for the defective cell cannot be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he dropped one of his batteries and it will no longer charge. The patient was issued a replacement battery pack.